Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that over 2 months after the dental implant and healing cap were placed in ada site 7 in the mouth, the implant did not achieve osseointegration in type ii bone. Clinician noted patient's pain and mobility. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. The dentist reported that immediate load procedure was performed.

Event description:
The clinician reported that over 2 months after the dental implant and healing cap were placed in ada site 7 in the mouth, the implant did not achieve osseointegration in type ii bone. Clinician noted patient's pain and mobility. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).